Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified and physical damage was not found at the locations. Based on the results of the investigation, we could not identify the foreign material from the provided information. The event can be detected/prevented by following the instructions for use: detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material inside the air/water tube, the jet tube and the air/water cylinder. There were no reports of patient involvement.